Event description:
After a thrombectomy procedure in an arm graft, the amplatz thrombectomy device (atd) was withdrawn and it was noted that the catheter had become separated from the distal impeller housing. The pt experienced no adverse sequela.